Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that blood tubing broke and leaked from where the silicone segment meets the lower fitment. The event occurred during an infusion and the patient did not receive the entire unit of blood. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing broke was confirmed; however not from the reported engagement of the silicone segment component. The tubing was separated at the engagement between the bottom of the lower fitment and the pvc tubing. Visual inspection of the set noted insufficient solvent applied around the separated tubing end area. No obvious damages or any issues were observed on the rest of the set. Functional testing was not performed due to the separation. The outer diameter of the separated tubing ends was measured along three separate areas to be within diameter dimensional specification. The tubing engagement to the male luer was also slightly tugged with no observation of any separation. The root cause was identified as due to insufficient solvent being applied at the engagement between the tubing and the lower fitment.

Event description:
The customer reported that blood tubing separated and leaked at the engagement between the bottom of the lower fitment and the pvc tubing in the hematology/oncology unit. The event occurred during an infusion and the patient did not receive the entire unit of blood. There was no report of patient harm.